Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly, as the cylinders were not achieving their fullest rigidity. A surgical procedure was performed, during which a fluid leak caused by a hole in the reservoir was identified. All components were removed and a new ipp was implanted. There were no patient complications reported.